Event description:
Pt is reportedly experiencing lack of benefit. Programming adjustments were made; however, the issue was not resolved. Testing showed that pt's device is functioning. Revision surgery is being considered.